Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the post of the returned device has been fractured completely. The condyles of the articular surface exhibit mild wear and the inferior surface shows rotational scratches which are evidence of third body particles being trapped between the articular surface and the tibial baseplate. The post shows significant wear due to it floating around in the joint. The articular surface had been implanted for approximately 8 years, 2 months. Review of the return device by (B)(4) indicates the fracture occurred on the anterior side of the post and based on the striations, the failure occurred due to fatigue. Neither surgical notes nor x-rays were provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. Dimensional analysis was within specification where measured. No manufacturing abnormalities would be detected by either method.

Event description:
It was reported that the pt was revised due to a broken post on the articular surface.